Event description:
It was reported that this right ventricular (rv) lead was suspected to exhibit loss of capture (loc) and high capture thresholds. The health care professional (hcp) stated the patient will be further evaluated to troubleshoot the rv threshold. No adverse patient effects were reported. At this time, this lead remains in service.